Event description:
It was reported that a percutaneous peripheral intervention (ppi) with stent placement was performed in a totally occluded right femoral artery on (B)(6)2010. Te patient had a total occlusion in the right superficial femoral artery as well as severe stenosis in the left superficial femoral artery. On (B)(6)2010 following a percutaneous peripheral intervention (ppi) in the left superficial femoral artery with right superficial femoral artery puncture using crossover technique, an angio-seal sts plus was selected for use. The patient experienced oozing right after the angio-seal deployment and manual compression was applied for 20 minutes. On (B)(6)2010, the patient had low pulse rate at the right dorsalis pedis artery. An echo ultrasound revealed an absence of blood flow below the level of stent placement, but the patient had no symptoms. The physician considered the possibility of thrombotic occlusion and a CT scan was performed, which revealed an anchor and collagen like substance in the stent. It seemed that the thrombus was stuck and caused an occlusion. A smart stent was placed in the occluded right superficial femoral artery from the left femoral artery puncture with stent in stent technique and the thrombus was pressed against the vessel wall. The patient was given 18000 units/day of heparin and warfarin (dosage unknown). On (B)(6)2010, a CT scan and an echo ultrasound revealed the stent placement restored the stent patency in both sides of the superficial femoral artery. On (B)(6)2010, an echo ultrasound revealed that the thrombosis disappeared and the patient is reportedly doing well. The physician stated that he might have advanced the tamper tube too forcibly because the collagen was not successfully tampered below the skin. He considered the possibility that a part of the collagen was protruded into the artery. It seemed that the protruded collagen flowed to where the stent was placed and the plaque on the collagen caused the thrombosis. The training status of the physician is unknown. The following information was presented at the topic.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device if there is suspicion that the introducer has been placed through the superficial femoral artery and into the profunda femoris. Collagen deposition into the superficial femoral artery could result, which may reduce the blood flow through the vessel.